Event description:
It was reported that the pic ix is alarming without emitting sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) confirmed that the pic ix was alarming without sound. The rse was assisting the customer biomed in how to verify the sound properties on control panel when the device suddenly started rebooting by itself. The rse advised the biomed to reload the pic ix software. The rse also offered to dispatch a field support engineer (fse), but the biomed stated that he will try to fix it and will call us back if necessary. The rse made several attempts to contact the customer to follow up, but the customer did not respond to any email or voicemail attempts.